Manufacturer narrative:
The customer reported that after a reboot, their central nurse's station (cns) started displaying a registry cannot load the hive (file), system route error and was unable to boot back up. No harm or injury occurred. The customer will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that after a reboot, their central nurse's station (cns) started displaying a registry cannot load the hive (file), system route error and was unable to boot back up. No harm or injury occurred. The customer will be sending this unit in for a repair.

Event description:
The customer reported that after a reboot, the central nurse's station (cns) started displaying a "registry cannot load the hive (file), system route" error message, and the cns was unable to boot back up. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that after a reboot, the central nurse's station (cns) started displaying a "registry cannot load the hive (file), system route" error message, and the cns was unable to boot back up past a blue screen. No patient harm was reported. Investigation summary: lcd failure has a risk of not being able to understand patient condition on the bedside monitor. Alarm and patient monitoring functionality will still be present. Additionally, patient monitoring can continue at the cns. The device was installed on approximately (B)(6) 2014 and had its hard drives replaced in (B)(6) 2018. Nihon kohden repair center (nk rc) evaluated the device, duplicating the issue of the blue screen, and found that the alarm indicator function was not working. Along with new hard drives to resolve the blue screen issue, the motherboard was recommended for replacement to resolve the alarm indicator issue. Due to the age of the device and the hard drives, the root cause is most likely related to wear and tear. The internal hard drives have an expected life of 20,000 operating hours (equivalent of two years). No physical damage or fluid intrusion was observed. The root cause is related to normal wear and tear and ageing.